Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, frame damage of a 26mm sapien 3 ultra valve occurred during a left-transfemoral tavr procedure. Plan was to implant a 26mm sapien 3 ultra valve in the aortic position via left-transfemoral access using a 14fr esheath+ and 26mm commander delivery system. A proctor review was obtained due to concern of the severe sinotubular junction calcium. The patient also had compromised iliacs. Before inserting the sheath, the delivery system was lubricated to facilitate a smooth and successful insertion. The esheath+ was inserted. The native valve was crossed with the straight wire, which was then exchanged for an apex wire. A great deal of force was applied to advance the commander through the sheath. Once the valve was beyond the sheath in the descending aorta, the team noticed that one of the distal (inflow side) tines was bent backwards toward the sheath. After extensive complication management training, it was decided to proceed rather than risking vascular injury by trying to remove the valve. The valve was advanced, valve alignment was performed successfully, and the annulus was crossed. The valve was deployed successfully. The delivery system was withdrawn in normal fashion after valve deployment. Sheath was withdrawn at the end of the procedure. Patient's pressure began to drop while prepping the echo probe. Tte revealed an effusion and a pericardiocentesis was performed and an impella was inserted while waiting for surgical evaluation. After draining several times, the effusion resolved. The physician removed the impella and closed the large bore access site. Several minutes later, the patient's pressure began to drop again. The decision was made at that point to convert to open heart surgery and explore and remedy the problem. After opened and evaluated, the team believes the left ventricle (lv) was perforated with the apex lv/deployment wire. However, it is unknown for certain whether the straight wire or the apex wire caused the perforation. It was thought that the physician had advanced the straight wire too far. Patient doing well and will have a neuro evaluation. The 26mm sapien 3 ultra valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The valve frame damage reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The sapien 3 ultra valve was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and the following was noted: patient's left access vessel had presence of tortuosity and calcification. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The sapien 3 ultra valve frame damage was unable to be confirmed. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported and as observed in the imaging evaluation. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.